Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. Operator attempted alarm recovery, however, a venous pressure high alarm occurred indicating possible clotting. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide. The disposable cartridge was not available for eval. The exact cause of the air alarms cannot be determined, however, they are unlikely disposable related as the cartridge passed prime and alarms test prior to initiating treatment. The user's guide provides adequate instructions for troubleshooting alarms and performing rinseback. No similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.